Manufacturer narrative:
(B)(4).

Event description:
Procedure: lavh. According to the reporter: upon loading the second suture into the endostitch, the device would not toggle. There was no pt injury. There was no bleeding of 500 cc or more. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The incision was not extended by more than one inch. The procedure was not converted to an open procedure. Nothing fell into the pt cavity.